Manufacturer narrative:
The investigation has been completed. Based on the analysis, the malfunction alarm and cgm error were verified and a different issue was identified. Functional testing was performed and no failure was identified related to the high bg.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, and a new sensor session was unable to be started. Subsequently, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose (bg) level due to the cgm error and malfunction alarm. Earlier on the day of report, the customer experienced a bg level of 300 mg/dl, which was addressed with a bolus via the pump. The cause of the elevated bg was unknown. As tandem technical support was not contacted at the time of the event, as system check could not be performed.